Event description:
Post implant, the patient complained of severe right sided chest pain. One day post implant, there was a small pneumo- thorax seen on an x-ray; CT scan showed cardiac perforation. In 2009 during a competitive lead repositioning, an insulation break was noted on the atrial lead. It was un- known why the lead was not explanted when insulation damage was noted. In the next day, an x-ray revealed lead dislodgement. Three days later, the entire system was explanted due to infection.

Manufacturer narrative:
Na